Event description:
It was reported that the hl20 pump displayed the error message: "safety-s¿ during daily check. No harm to any person was reported. Complaint ID#(B)(4).

Manufacturer narrative:
The user reported that the hl20 pump displayed the error message: "safety-s¿ during daily check. No harm to any person was reported. A getinge field service technician was onsite and investigated the unit in question. The motor control board needs to be replaced in order to solve the issue. After that the system is working to factory specification. Thus the reported could be confirmed. This reported error message was investigated by getinge life cycle engineering on 2020-03-06. The most probable cause for the reported error message "safety-s" could be determined as a loose contact in the conductor from the voltage supply +12v to the voltage regulator ic5. The device in question was manufactured on 2018-05-15. The review of the non-conformities during the period of 2018-05-15 to 2023-02-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In case we receive new significant information the complaint will be reopened and necessary steps will be initiated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.